Manufacturer narrative:
Date of event awareness date used. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® est z (no additive) plus blood collection tube cap not conforming the stopper pops out.

Manufacturer narrative:
PMA / 510(k)# changed from "n/a" to "exempt".